Event description:
In this event it was reported that a pt experienced an allergic reaction after using henry schein pressure indicating paste. According to the doctor, the pt was treated in (B)(6) 2012 for a procedure using the pressure indicating paste. Immediately after the treatment, the customer developed a red mark on her lip which is still present. The pt has been seeing a dermatologist since (B)(6) 2012 and recently had a biopsy done to determine what chemical she is reacting to.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.